Event description:
The pt was implanted with a left ventricular assist device. Approx 2 months post-implant, the pt as re-admitted to the hospital. The pt stated that he felt as if he was not being supported by the device. An echo was performed and it appeared as if the pump and the outflow graft were clotted. The pt's pulsatility index (pi) began to decrease and his pump power was increasing. A decision was made to exchange the device.

Manufacturer narrative:
The explanted device was returned to the manufacturer for eval and is currently being analyzed. Additional info was received approx 1 week after the pump exchange stating that the pt had expired two days after the exchange. The hospital staff believes the cause of death was due to liver failure. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.